Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead oversensed noise, which triggered inappropriate mode switches. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.